Manufacturer narrative:
Supplement #1 medwatch submitted to the FDA on 06/jan/2021. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2020. A deflated balloon with a significant amount of blue/green discoloration and unknown particles was returned. The unknown particles resemble fungus. There are several large holes on the shell as well. Functional evaluation of the balloon could not be conducted due to the state the balloon was returned in. The complaint could not be verified as it is uncertain the cause of the inflation with the returned device.

Manufacturer narrative:
A review of the device labeling notes the following: the risk documentation for this device establishes the occurrence ranking for the reported event "inflation" as "remote", which is defined by apollo as .02% - .49% of complaints over units sold. A review for the intragastric balloon products for the failure mode "inflation" is performed during quarterly complaint analysis meetings (cam) and has demonstrated that global balloon inflation rate remains at "remote". Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event, as referenced in the cam meeting slides.

Event description:
"Patient presents greenish-blue urine. During extraction hyperinflation is observed."